Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and did not meet expected longevity. It was also reported that the left ventricular (lv) lead thresholds were high, and the lead had been programmed incorrectly for ten months. The lv lead had been programmed ring to coil, however the lead is a unipolar lead and does not have a ring. As a result the impedance was out of range for ten months and the patient did not receive biventricular pacing during this time. The device was explanted and replaced. The configuration was reset and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).